Manufacturer narrative:
A ge svc rep performed an onsite investigation. The svc rep reseated the sys interface printed circuit board. The sys was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the sys would not display an image. No pt injury was reported.